Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was intermittently delayed in responding to the customer's input. There was no reported adverse impact to the customer. When contacted by tandem customer technical support (cts), the customer declined to troubleshoot and indicated that cts would be contacted at a later time to perform troubleshooting. The customer did not contact cts regarding the reported issue.